Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose, hospitalization and keypad anomaly. Customer's blood glucose level was 1817 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced high blood pressure, diabetic ketoacidosis, high blood glucose, vomiting and was hospitalized. Customer stopped breathing and their heart was charged to get back alive. Customer's healthcare provider believed they placed the set into the scar tissue area of their body which may have resulted in high blood glucose as well. Customer has been hospitalized three separate times. Troubleshooting for keypad anomaly was performed. Customer advised the esc button was sticking. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was received with intermittent button response on the escape and act buttons due to flattened and creased dome switches. The keypad connector on the lcd board was locked. The insulin pump had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.